Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the customer experienced non-intuitive motion with the vessel sealer extend (vse) instrument. The vse was installed on universal surgical manipulator (usm4) and the problem occurred. The customer tried another instrument on usm4 and it worked as intended. The technical support engineer (tse) advised the customer to reseat the sterile adapter (sa) and try the suspect vse instrument again. The tse suggested to replace the vse instrument if the problem persisted after the trouble shooting. The customer reported that same issue occurred after removing and reinstalling the sa. The tse advised the customer to replace the vse and return it via RMA to isi for evaluation. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure not related to inability to move the instrument. Movement did not scale appropriately to the instrument. Jaws moved to the opposite direction from command. Instrument did not move in the intended direction. The surgeon tried to move the instrument right/left. Jaws moved to opposite direction from command. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. Issue was intermittent. The instrument was removed and never used again. The issue occurred at match grip. Drape not available. There was no patient injury. Instrument was inspected prior to use. There was no damage out of the ordinary. No patient information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reseat the sterile adapter and replace instrument if needed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
The probable root cause of the customer reported issue could be attribute to an incorrectly seated sterile adapter, or a defective instrument. This issue can also be resolved by reseating the sterile adapter or using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.